Event description:
Philips received a complaint by the customer on the v60 indicating that a watchdog failed error occurred. It was reported there was no patient involvement at the time the issue was discovered. It was a reported that a watchdog failed error occurred. A quote for onsite service was sent to the customer but later cancelled. No further service provided. A quote for onsite service was sent to the customer but later cancelled. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.